Manufacturer narrative:
No parts have been received by manufacturer for evaluation. The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.

Event description:
A medtronic representative on behalf of site reported that during a cranial resection procedure the software became unresponsive while in cranial application after registration. Hard rebooting the system resolved the issue and the site proceeded with case. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.